Manufacturer narrative:
Event date estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint did not indicate a lot-specific product issue. It should be noted that the off-label use of the device was associated with the procedure being performed on the tricuspid valve. It should be noted that the mitraclip instructions for use states under the "indication for use" section that "the mitraclip ntr/xtr clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation.¿ all information was investigated and the reported single leaflet device attachment (slda) and device damaged by another in this incident appears to be related to procedural conditions, and due to the second clip interacting with the first tricuspid valve implanted clip, causing the implanted clip to detach from the posterior leaflet. The reported off-label use of the device was associated with the procedure being performed on the tricuspid valve. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This report is filed as the clip detached from one leaflet, while remaining attached to another leaflet. It was reported that the patient presented with mitral regurgitation (mr), tricuspid regurgitation (tr), rotated heart, and a pacemaker lead in place. The mitral valve regurgitation was treated first. One mitraclip was successfully implanted, reducing the mr from grade 4+ to 1. The procedure then focused on the torrential tr. One mitraclip (cds0601-xtr 91017u103) was successfully implanted in the tricuspid posterior and septal leaflets. To further reduce tr, another mitraclip (cds0601-xtr 91108u265) advanced. During placement, this cds interacted with the mitraclip implanted on the tricuspid valve. Due to this interaction, the mitraclip implanted on the tricuspid valve detached from the posterior leaflet while remaining attached to the septal leaflet, a single leaflet device attachment (slda). The second mitraclip was implanted on the tricuspid anterior and septal leaflets as planned without further issues. The tr remained torrential and the procedure was completed without further treatment provided. There was no adverse patient sequela and there was no clinically significant delay reported. No additional information was provided regarding this issue.